Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died eleven days after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 implantable pacing lead implanted: (B)(6) 2013. (B)(4).